Manufacturer narrative:
This report is for an unknown screw /unknown lot. Part and lot number are unknown; UDI number is unknown. Explant date not applicable as device is still in patient. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is against user facility medwatch number mw-5067283 a copy is attached. The only information contained in this report is correction or additional information. This is report 1 of 2 for (B)(4).